Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements. Technical services (ts) recommended increasing the shock lead impedance oor measurement limit to 150 ohms. No adverse patient effects were reported. This lead remains in service.